Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Duringb repair, it was determined that the control unit was not functioning and defective; and that the electronic control unit had a mode switch problem. It was further determined that the device passed pretest for functional test, heck trigger and ecu (electric control unit) function, function test forward and reverse, and mode switch-test. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the forward switch on the battery reamer device was not working; and that it would reverse automatically when stopped. It was reported that the device was in use with a battery casing device and a battery device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.